Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high pacing impedance. The atrial alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.